Event description:
The customer alleged that the unit is giving a constant speaker malfunction error, bus master malfunction error, and fet rec equip. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
The customer alleged that the unit is giving a constant speaker malfunction error, bus master malfunction error, and fet rec equip. The device was not in use on a patient at the time of event, there was no adverse event reported.